Event description:
It was reported that the patients ipg migrated horizontally and can no longer be charged. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn due to hospital policy.